Event description:
A (B)(6) female patient contacted zoll customer support to report that she heard a ¿pop¿ and smells coming from the monitor. The pt was issued a replacement monitor and battery.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pop and smell from monitor) has been confirmed. As received, the monitor would not power on. Upon eval, there were 13 damaged components (B)(6) on the defibrillator board and 5 damaged components (B)(6) on the computer/ analog (ca) board. In addition, all power supplies on the ca board were 0v. Further investigation was not possible due to the extensive damage. The root cause of the damage cannot be positively identified but is likely a result of mechanical shock from physical impact, as several loose components were discovered upon opening the monitor. Device eval of battery pack sn (B)(4) has been completed. The reported problem (pop and smell) was confirmed. Upon eval, the battery fuse and benchmarq chip were blown. The root cause of the damaged fuse and chip is the extensive damage to the monitor. No adverse event resulted from the damaged monitor or battery pack. The pt received a replacement monitor and battery pack. Monitor: (B)(6) 2009, battery pack: (B)(6) 2010.